Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in repairing the system. However, no conclusion can be drawn as repair information is not available at this time.

Event description:
The customer reported a checksum error message and that the system would not boot up, which resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.